Event description:
According to the reporter, during a laparoscopic ileal resection procedure, while attempting to fire at the time of resecting the ileum, the device did not fire. The surgeon attempted firing the device several times, but the issue remained the same. A new reload was opened and used with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, sigpshell - sig power sigpshell control shell, sigadaptstnd - sig power sigadaptstnd linear adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ileal resection procedure, while attempting to fire at the time of resecting the ileum, the device did not fire. The surgeon attempted firing the device several times, but the issue remained the same. A new reload was opened to resolve the issue. There was no patient injury.